Event description:
Tap - it was reported that 350 days after implantation of a 2.5x24 mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure for treatment of a lateral wall myocardial infarction, a 75-80% stenotic lesion "with mild haziness as well as distal narrowing to 70%" was located in the mid to distal left anterior descending (lad) artery. No information was reported on the calcification or tortuosity of the lesion. A 2.5x24 mm taxus stent was deployed to 14 atms in the mid to distal lad. Subsequently, a 2.75x 32 mm taxus stent was deployed in the proximal lad. Post-intervention results reported that the lesion was "reduced to 0% following stent deployment." The patient received heparin during the procedure. No information was reported on patient complications or follow-up medications. The patient presented 350 days after the initial procedure with an in-stent restenosis in the mid lad. A 2.5 x 16 mm taxus was deployed in the mid lad to 18 atms. A post-intervention percent stenosis was not reported. No information was reported concerning patient complications. "Changes in pulses from pre-procedure" was reported as "no."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. Should further relevant information become available, a supplemental medwatch report will be filed.